Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/02/2016 with the following findings: reported date from (B)(6) 2016 is overwritten in the black box, no evidence of voltage fluctuation is observed in the black box. The battery compartment is cracked at threads on the side. Returned battery cap is undamaged and able to fit securely. Moisture corrosion is observed in the battery canister. ¿ez-prime¿ steps were performed correctly, all currents reading are within specifications. There was no overheating or any eaw occurred during the investigation. Unable to duplicate ¿temperature¿ complaint. The pump¿s cover was removed; no further moisture ingress or any intermittent condition was found to the power circuit pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).